Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found occurrences of the reported call service alarm on the day of the complaint. On investigation, the pump powered on and functioned properly. No evidence of moisture/corrosion was found inside the pump and no defects were found with the power circuit. The investigation confirmed but was unable to duplicate the reported call service alarm issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, patient received additional call service 054 alarms since patient called last time. Patient reported that the time/date and basal rate were correct. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.